Manufacturer narrative:
Liquid was leaking from the wash station tubing. The field service engineer repaired the rinse tubing. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable calcium gen.2 results for one patient tested on a cobas 8000 c 702 module. The initial calcium result was 0.38 mmol/l. The repeat calcium result was 2.36 mmol/l. The result was not reported outside the laboratory. The calcium reagent lot number and expiration date were requested but not provided.